Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted tool marks on the case. The seal plug was intact and the set screw operated normally. The device was able to be interrogated and a memory download was performed successfully. The interrogated monitoring was 9.141 volts. A review of the device memory noted no resets, errors, or fault codes. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this field clinical specialist contacted boston scientific's technical services. This patient was being seen in-clinic due to a report of possible shock therapy. The local representative believes that the device may have been exhibiting t-wave oversensing at higher rates. The field clinical specialist confirmed that the patient received inappropriate shock therapy due to t-wave oversensing. A treadmill test was performed and the device was re-optimized. A new morphology template was acquired. No oversensing was identified during the treadmill test. Boston scientific received information from a product experience report (per) form that this patient was presented back to the electrophysiology (ep) laboratory in late-(B)(6) 2018. This subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted. A replacement implantable cardioverter defibrillator (ICD) device and transvenous right ventricular (rv) defibrillation lead were implanted with no patient adverse effects. The s-ICD device was received in boston scientific's return product department.